Manufacturer narrative:
The medical center has returned the pump for evaluation. The evaluation and benchtop analysis is on-going at this time. Upon completion of the investigation, a final report will be drafted.

Event description:
The medical team had made the choice to escalate hemodynamic care from an impella cp to the impella 5.5. The team was performing a bypass surgery (CABG) and placing the 5.5. The 5.5 was placed and turned on with wire still present and as such the pump stopped and was replaced. There was no harm or injury from delay. A new 5.5 was successfully placed.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has completed. The pump was returned and analyzed upon the benchtop. The pump was run without any issues. The cause of the pump stop occurring during the patient use was use related, as the medical team operated the pump with the guidewire still retained. The failure mode will be monitored and trended.